Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with another 1.5mm x 20mm x 143cm coyote es balloon catheter. However,during inflation, the balloon ruptured. The procedure was completed with another of the same. No patient complciations were reported. It was further reported that the first balloon catheter ruptured during the first inflation at nominal pressure for 3 seconds; while the second balloon ruptured during the first inflation at nominal pressure for 10 seconds. Both devices were simply pulled out and completely removed.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced with another 1.5mm x 20mm x 143cm coyote es balloon catheter. However,during inflation, the balloon ruptured. The procedure was completed with another of the same. No patient complications were reported.